Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic lobectomy, when firing the interlobular fissure and the lung parenchyma, the first device¿s staples were burst and could not form properly. On the second device, the surgeon was able to press the green button but was unable to squeeze the handle, and the device did not fire. There was some tissue oozed blood which was finally stitched with sutures. Another device was used to complete the case. There was no patient injury.